Manufacturer narrative:
This product is not marketed in the us. Lens was twisted and remained inside the nozzle. Volume of used viscoelastic material appeared enough. Top flange was pushed down until the end. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that when the rod of a ks-1 aq2017v, 23.0 diopter, preloaded injector was pushed forward, the figure of the trailing haptic was unusual so the use of the serial was stopped. There was no patient contact and the surgery was cancelled.